Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient had pus at the generator site. It was initially unclear if the patient was experiencing an infection or allergic reaction. It was noted that the lead and generator had been implanted approximately 10 days prior to the infection being reported. The surgeon decided to perform exploratory surgery to assess the cause of the pus. After the surgery the surgeon noted that the wound did not look very bad however it was clearly contaminated and exposed. Therefore he opted to explanted the lead and generator during the exploratory surgery. A review of manufacturing records showed that both the lead and generator were sterilized and passed qc inspection prior to distribution.